Event description:
The pt received two leads (from the same lot) was part of her scs system. It was reported the pt felt positional stimulation. She stated she only received effective stimulation coverage while sitting or laying down. It was also reported one of her programs provides coverage but occasionally causes pain. F/u on the pt found she felt stimulation coverage in the correct areas but still felt pain. She reported the pain feels worse if the amplitude is increased too high but stimulation has improved her gait and sleep. Add'l f/u identified the pt will be having her scs system explanted when she has a spinal fusion done. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.